Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection occurred between the final bag and final line of a homechoice cassette resulting in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was determined that the final bag line was disconnected from the homechoice cassette line resulting in a leak. The patient further reported that there was difficulty connecting the bag during set up. Renal therapy services (rts) advised the patient that therapy ended and to perform a manual drain. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.